Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced extracardiac stimulation, and the thresholds on the left ventricular lead were found to have risen above the programmed output. The lead was reprogrammed and remains in use. The patient is participating in a system longevity study. There were no patient complications reported as a result of this event.